Manufacturer narrative:
The country of origin is (B)(6). The customers meter and strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. It was noted that the customer last ran a qc test on 03-may-2019 and passed. Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek pro ii meter serial number (B)(4) when compared to a laboratory result using 'mainly the neoplastin some thromborel s' method. At 10:00 a.m. The meter result was 4.9 inr and at 9:20 a.m. The laboratory result was 3.6 inr. The patients therapeutic range is 2.5-3.5 inr. There was no allegation that an adverse event occurred.